Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was taken to the emergency room for diabetes related issues, as well as other health issues. The blood glucose level was 266 mg/dl at the time of call. Nothing further was reported.